Manufacturer narrative:
H3: analysis of the device was completed and found that only a portion of the inner assembly was returned. The inner shaft was broken 1.30 inches from the distal end of the inner hub to the broken point. There were traces of black residue and striations observed on the broken shaft. The proximal end of the inner hub was free of damage. However, the distal end of the inner hub was deformed (outside diameter of the hub). The outside diameter of the inner hub shall measure .330 ± .002 inches and measured .376 inches which was out of specification. The device failed functional testing due to defective condition upon return and the inability to load into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur was stuck in the m5 handpiece. There was no patient involved in this event.